Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mesh removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("severe uti's"), haemorrhage urinary tract ("urinated blood clots") and kidney infection ("uti that's gone to kidneys"). The patient was treated with ascorbic acid, d-mannose and surgery (to remove essure). At the time of the report, the medical device removal and kidney infection outcome was unknown. The reporter considered haemorrhage urinary tract, kidney infection, medical device removal and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mesh removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("severe uti's"), haemorrhage urinary tract ("urinated blood clots") and kidney infection ("uti that's gone to kidneys"). The patient was treated with ascorbic acid, d-mannose and surgery. At the time of the report, the medical device removal and kidney infection outcome was unknown. The reporter considered haemorrhage urinary tract, kidney infection, medical device removal and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.